Event description:
New studies have determined that imx sirolimus values may shift after storage at 23-8 degrees c or with freeze thaw of speciments. It has beendetermined that the observed changes are generally not clinically significant. A recall was issued and reproted under 21 cfr 806 to the FDA on 12/18/06. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
The properties of sirolimus in stored whole blood observed in development were not fully understood at the time; therefore, information regarding the analyte properties that were identified recently were not included in product labling for specimen collection and storage. The sirolimus package insert is being updated to provide new info regarding sample storage and handling. This is the final report.